Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on; however, the display screen was blank. The device's display required replacement to address the issue; however, no repairs were performed, the device was scrapped.